Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and ffb boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was shutting off in the middle of cases. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.